Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of connection issues - disconnection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with an unspecified amount of bd extension set (microbore) 152 cm (60 in) it was difficult to disconnect the tubing. The following information was provided by the initial reporter: our users are reporting issues with becton dickinson product # : me2020. Customer staff is routinely having to use hemostats to disconnect the IV tubing. This becomes a safety issue in an emergent situation. Is bd experiencing any recalls or product complaints on this item?

Event description:
It was reported by customer that their users were reporting issues with bd product # : me2020. Customer staff was routinely having to use hemostats to disconnect the IV tubing. This became a safety issue in an emergent situation. Is bd experiencing any recalls or product complaints on this item? The following information was provided by the initial reporter: our users are reporting issues with becton dickinson product # : me2020. Customer staff is routinely having to use hemostats to disconnect the IV tubing. This becomes a safety issue in an emergent situation. Is bd experiencing any recalls or product complaints on this item?

Manufacturer narrative:
Pr#8360525 supplemental for device evaluation. Two samples of material number me2020 were submitted for quality investigation. The customer complaint of connection issues - disconnection could not be verified by visual inspection. The samples were first inspected for cracks or damage to the tubing, the male luer and the female luer. There were no issues found during the visual inspection. Each of the connectors were then connected to a sample smartsite to determine if there were any issues with connection or disconnection. There were no issues with connecting or disconnecting both the female and male luers to their corresponding connectors. Fluid was then pushed through the extension sets using a syringe and both ends of the extension set connected to a corresponding luer sample. Each of the luer connections were leak tight. There were no issues with leakage at both luers during this test. A device history record review for model me2020 lot number 23079059 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model me2020 lot number 23049035 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. No root cause could be determined because the failure could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd extension set (microbore) 152 cm (60 in) it was difficult to disconnect the the tubing. The following information was provided by the initial reporter: our users are reporting issues with becton dickinson product # : me2020. Customer staff is routinely having to use hemostats to disconnect the IV tubing. This becomes a safety issue in an emergent situation. Is bd experiencing any recalls or product complaints on this item?